Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the armada 14 instruction for use states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended¿. Based on the information provided, the balloon ruptures appear to be user related. The balloon rupture and subsequent separation was likely the result of inflating the balloon above the rated burst pressure (rbp). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that this was a percutaneous intervention treating an anterior tibial artery lesion. The armada 14 dilatation catheter advanced to the treatment site and the balloon was inflated above rated burst pressure. The balloon ruptured. The device was removed without reported issues and a piece of balloon remained in the patient's anatomy. The operator was not able to get the separated piece of the balloon out of the vessel. No treatment or intervention was reported. No additional information was provided, citing reported privacy policies. No additional information was available regarding this issue.